Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), infection ("infections") and menstrual disorder ("menstrual issues"). The patient was treated with surgery (robotic hysterectomy). Essure was removed. At the time of the report, the pelvic pain, hypersensitivity, infection and menstrual disorder outcome was unknown. The reporter considered hypersensitivity, infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pelvic area pain/ pain") and genital haemorrhage ("abnormal bleeding") in a 29-year-old female patient who had essure (batch no. 958710, 959215) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallstones (gall bladder removed), supraventricular tachycardia (heart surgery), ovarian cyst (she had cyst either of her ovary right ovarian cyst), ovarian cystectomy, bronchitis asthmatic, abortion, vaginal itching, yeast infection, abdominal pain, back pain, chest pain, cramp in lower abdomen, vomiting (x3), vaginal bleeding, uterine bleeding, amenorrhea, pelvic pain, dyspareunia, irregular menstruation (hysteroscopy, removal of iud, frequency increased, the flow is heavy.), drug abuse in remission, depression, anxiety, svt, premature rupture of membranes and grand multiparity (the patient is a para (B)(4). (B)(6) 2009: hcg in ER negative. On (B)(6) 2013: hcg, which was negative on (B)(6) 2013: the patient has a history of anxiety, palpitation and back pain, underwent electrophysiology study, which revealed no evidence of dual av node physiology, no evidence of accessory pathway, and no inducible arrhythmia. Lightheadedness associated with the episodes. Previously administered products included for prevent pregnancy: mirena. Concurrent conditions included obesity, allergic reaction to analgesics, fatigue, weight loss, dyspnea, heartbeats irregular, dizziness, myalgia, scoliosis, dysmenorrhea (on (B)(6) 2013: mild dysmenorrhea), menarche, menorrhagia, lightheadedness, prolactin high, premenopausal symptoms, heavy periods (on her heaviest days, changes pads every 30-45 minutes. Reports that she has periods -3 times monthly. Periods have been like this since birth of her daughter in june 2012.), menometrorrhagia, bipolar disorder, breast lump, benign polyp of uterus, obsessive-compulsive disorder, cervix inflammation, nabothian cyst, arrhythmia, palpitations, mental disorder, tenderness, heart murmur, depression, chickenpox, arthritis, cardiac ablation since 2012, abdominal pain lower, ache, adhesive tape allergy, allergic reaction to bee sting (honey bee);), latex allergy, spider bite allergic reaction, allergic reaction to analgesics, allergic reaction to antibiotics and vegetable allergy. Concomitant products included ibuprofen from july 2012 to march 2014 and paracetamol (tylenol regular) from july 2012 to march 2014 for dysmenorrhea as well as alprazolam (xanax), atomoxetine, desvenlafaxine, diclofenac potassium (diclofen), flopropione (doctoron), fluticasone, gabapentin (neurontin), medroxyprogesterone acetate (depo-provera), risperidone (risperdal) and topiramate. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"), 2 months 27 days after insertion of essure. On (B)(6) 2013, the patient experienced post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"), anxiety ("psychological or psychiatric problems condition: anxiety"), migraine ("psychological or psychiatric problems condition: migraines"), headache ("psychological or psychiatric problems condition: headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and depression ("psychological or psychiatric problems condition: depression") and was found to have weight increased ("weight gain/ weight loss (specify which one)-weight gain"). On (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti + vaginal"). On (B)(6) 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), infection ("infections"), menstrual disorder ("menstrual issues") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: uti + vaginal"). The patient was treated with surgery (robotic hysterectomy(full)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, vaginal haemorrhage, menorrhagia, headache and dyspareunia had resolved and the hypersensitivity, infection, menstrual disorder, urinary tract infection, vaginal infection, post-traumatic stress disorder, anxiety, migraine, dysmenorrhoea, vaginal discharge, weight increased, alopecia and depression outcome was unknown. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, post-traumatic stress disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2014: robotic ports, 2 on the right, 1 on the left and an assistaport were placed and we used unipolar and bipolar electro surgery to perform the hysterectomy the left side had 2 coils left in the uterine cavity, right side had 7 coils left in the uterine cavity. The procedure was tolerated well. On (B)(6) 2012: measurements: a simple cyst measuring 1.2x1.1x1.1 cm was seen in the maternal right ovary, most likely representing a corpus luteum cyst. On (B)(6) 2013: diagnostic history : catheter for hysterography mass lesions 84 x 42 x 56mm -small subcentimeter linear echogenic focus in right uterine lundus in myometrium or in endometrial canal/ intramural aspect of right fallopian tube [essure] -free pelvic fluid -right ovary slightly enlarged 44 x 28 x 25mm -exophytic paraovarian simple avascular right ovarian cystic lesion 28 x 23 x 21mm -let ovary unremarkable 27 x 26 x 24mm -no torsion. Uterus homogeneous who focal mass lesions 84 x 42 x 56mm -small subcentimeter linear echogenlc focus in right uterine fundus in myometrium or in endometrial canal/ intramural aspect of right fallopian tube essure -no free pelvic fluid -right ovary slightly enlarged 44 x 28 x 25mm -exophytic paraovarlan simple avascular right ovarian cystic lesion 28 x 23 x 21 mm -let ovary unremarkable 27 x 26 x 24mm -no torsion 2. Ovarian cyst 3. Irregular menses. On (B)(6) 2014: the specimen is received in one part, in formalin, labeled with the patient's name and "uterus and cervix". The specimen consists of a 110 gram, unopened, uterus and cervix, 9.1 x 6.5 x 4.7 cm in greatest dimension. The serosa is a tan-gray and congested, relatively smooth and glistening. The cervix is covered by a purple - pink, smooth, congested mucosa. The external os is patent and is slit-like, 1.1 cm in diameter. The endocervical canal is tan-pink and congested. There are a few mucinous material filled cysts; the largest 0.4 cm. The endometrial c diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram - on 12-jul-2013: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal haemorrhage, menorrhagia, post traumatic system disorder, anxiety, migraine, headache, dysmenorrhea, genital haemorrhage. Lot number: 958710 manufacture date: 2012/03 expiration date: 2015/03 lot number: 959215 manufacture date: 2012/03 expiration date: 2015/03 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: event depression was added. Event onset date and outcome were updated. Indication for concomitant drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pelvic area pain/ pain") and genital haemorrhage ("abnormal bleeding") in a 29-year-old female patient who had essure (batch no. 958710, 959215) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gallstones (gall bladder removed), supraventricular tachycardia (heart surgery), ovarian cyst (she had cyst either of her ovary right ovarian cyst), ovarian cystectomy, chronic bronchitis, abortion, vaginal itching, yeast infection, abdominal pain, back pain, chest pain, cramp in lower abdomen, vomiting (x3), vaginal bleeding, uterine bleeding, amenorrhea, pelvic pain, dyspareunia, irregular menstruation (hysteroscopy, removal of iud, frequency increased, the flow is heavy.), drug abuse in remission, depression, anxiety, svt, premature rupture of membranes and grand multiparity (the patient is a para 3-0-3-4). (B)(6) 2009: hcg in ER negative. On (B)(6) 2013: hcg, which was negative on (B)(6) 2013: the patient has a history of anxiety, palpitation and back pain, underwent electrophysiology study, which revealed no evidence of dual av node physiology, no evidence of accessory pathway, and no inducible arrhythmia. Lightheadedness associated with the episodes. Previously administered products included for prevent pregnancy: mirena. Concurrent conditions included obesity, allergic reaction to analgesics, fatigue, weight loss, dyspnea, heartbeats irregular, dizziness, myalgia, scoliosis, dysmenorrhea (on (B)(6) 2013: mild dysmenorrhea), menarche, menorrhagia, lightheadedness, prolactin high, premenopausal symptoms, heavy periods (on her heaviest days, changes pads every 30-45 minutes. Reports that she has periods -3 times monthly. Periods have been like this since birth of her daughter in (B)(6) 2012.), menometrorrhagia, bipolar disorder, breast lump, benign polyp of uterus, obsessive-compulsive personality disorder, cervix inflammation, nabothian cyst, arrhythmia, palpitations, mental disorder, tenderness, heart murmur, depression, chickenpox, arthritis, cardiac catheterisation since 2012, abdominal pain lower, ache, allergy, allergic reaction to bee sting (honey bee);), latex allergy, allergy, allergic reaction to analgesics, allergic reaction to antibiotics and allergy. Concomitant products included alprazolam (xanax), atomoxetine, desvenlafaxine, diclofenac potassium (diclofen), flopropione (doctoron), fluticasone, gabapentin (neurontin), ibuprofen, medroxyprogesterone acetate (depo-provera), paracetamol (tylenol regular), risperidone (risperdal) and topiramate. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). On 1(B)(6) 2013, 3 months 27 days after insertion of essure, the patient experienced post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"), anxiety ("psychological or psychiatric problems condition: anxiety"), migraine ("psychological or psychiatric problems condition: migraines") and headache ("psychological or psychiatric problems condition: headaches"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain/ weight loss (specify which one)-weight gain"). On (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti + vaginal"). On (B)(6) 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), infection ("infections"), menstrual disorder ("menstrual issues") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: uti + vaginal"). The patient was treated with surgery (robotic hysterectomy(full)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, headache and dyspareunia had resolved and the hypersensitivity, infection, menstrual disorder, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, post-traumatic stress disorder, anxiety, migraine, dysmenorrhoea, vaginal discharge, weight increased and alopecia outcome was unknown. The reporter considered alopecia, anxiety, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, post-traumatic stress disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2014: robotic ports, 2 on the right, 1 on the left and an assistaport were placed and we used unipolar and bipolar electro surgery to perform the hysterectomy. The left side had 2 coils left in the uterine cavity, right side had 7 coils left in the uterine cavity. The procedure was tolerated well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. On (B)(6) 2012: measurements: a simple cyst measuring 1.2x1.1x1.1 cm was seen in the maternal right ovary, most likely representing a corpus luteum cyst. On (B)(6) 2013: pelvic sonography: -uterus homogeneous wlo focal mass lesions 84 x 42 x 56mm -small subcentimeter linear echogenlc focus in right uterine fundus in myometrium or in endometrial canal/ intramural aspect of right fallopian tube essure -no free pelvic fluid -right ovary slightly enlarged 44 x 28 x 25mm -exophytic paraovarlan simple avascular right ovarian cystic lesion 28 x 23 x 21 mm -let ovary unremarkable 27 x 26 x 24mm -no torsion 2. Ovarian cyst 3. Irregular menses. On (B)(6) 2013: diagnostic history : catheter for hysterography mass lesions 84 x 42 x 56mm -small subcentimeter linear echogenic focus in right uterine lundus in myometrium or in endometrial canal/ intramural aspect of right fallopian tube [essure] -free pelvic fluid -right ovary slightly enlarged 44 x 28 x 25mm -exophytic paraovarian simple avascular right ovarian cystic lesion 28 x 23 x 21mm -let ovary unremarkable 27 x 26 x 24mm -no torsion. On (B)(6) 2014: the specimen is received in one part, in formalin, labeled with the patient's name and "uterus and cervix". The specimen consists of a 110 gram, unopened, uterus and cervix, 9.1 x 6.5 x 4.7 cm in greatest dimension. The serosa is a tan-gray and congested, relatively smooth and glistening. The cervix is covered by a purple - pink, smooth, congested mucosa. The external os is patent and is slit-like, 1.1 cm in diameter. The endocervical canal is tan-pink and congested. There are a few mucinous material filled cysts; the largest 0.4 cm. The endometrial cavity is symmetrical lined by tan-pink focally hemorrhagic mucosa, 0.1 cm in thickness. The myometrium is tan-pink, glistening, and averages 1.9 anteriorly, and is 2.1 cm posteriorly. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal haemorrhage, menorrhagia, post traumatic system disorder, anxiety, migraine, headache, dysmenorrhea, genital haemorrhage. Most recent follow-up information incorporated above includes: on 5-sep-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, other relevant history updated, indication female sterilization. Events: genital haemorrhage, vaginal haemorrhage, menorrhagia , urinary tract infection , vaginal infection, post-traumatic stress disorder , anxiety, migraine, headache , dysmenorrhoea , dyspareunia, vaginal discharge, weight increased, alopecia were newly added. On 6-sep-2018: medical records received , new reporter ,patient information were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pelvic area pain/ pain") and genital haemorrhage ("abnormal bleeding") in a 29-year-old female patient who had essure (batch no. 958710, 959215) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gallstones (gall bladder removed), supraventricular tachycardia (heart surgery), ovarian cyst (she had cyst either of her ovary right ovarian cyst), ovarian cystectomy, bronchitis asthmatic, abortion, vaginal itching, yeast infection, abdominal pain, back pain, chest pain, cramp in lower abdomen, vomiting (x3), vaginal bleeding, uterine bleeding, amenorrhea, pelvic pain, dyspareunia, irregular menstruation (hysteroscopy, removal of iud, frequency increased, the flow is heavy.), drug abuse in remission, depression, anxiety, svt, premature rupture of membranes and grand multiparity (the patient is a para 3-0-3-4). (B)(6) 2009: hcg in ER negative. On (B)(6) 2013: hcg, which was negative. On (B)(6) 2013: the patient has a history of anxiety, palpitation and back pain, underwent electrophysiology study, which revealed no evidence of dual av node physiology, no evidence of accessory pathway, and no inducible arrhythmia. Lightheadedness associated with the episodes. Previously administered products included for prevent pregnancy: mirena. Concurrent conditions included obesity, allergic reaction to analgesics, fatigue, weight loss, dyspnea, heartbeats irregular, dizziness, myalgia, scoliosis, dysmenorrhea (on (B)(6) 2013: mild dysmenorrhea), menarche, menorrhagia, lightheadedness, prolactin high, premenopausal symptoms, heavy periods (on her heaviest days, changes pads every 30-45 minutes. Reports that she has periods -3 times monthly. Periods have been like this since birth of her daughter in (B)(6) 2012.), menometrorrhagia, bipolar disorder, breast lump, benign polyp of uterus, obsessive-compulsive disorder, cervix inflammation, nabothian cyst, arrhythmia, palpitations, mental disorder, tenderness, heart murmur, depression, chickenpox, arthritis, cardiac ablation since 2012, abdominal pain lower, ache, adhesive tape allergy, allergic reaction to bee sting (honey bee);), latex allergy, spider bite allergic reaction, allergic reaction to analgesics, allergic reaction to antibiotics and vegetable allergy. Concomitant products included alprazolam (xanax), atomoxetine, desvenlafaxine, diclofenac potassium (diclofen), flopropione (doctoron), fluticasone, gabapentin (neurontin), ibuprofen, medroxyprogesterone acetate (depo-provera), paracetamol (tylenol regular), risperidone (risperdal) and topiramate. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). On (B)(6) 2013, 3 months 27 days after insertion of essure, the patient experienced post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"), anxiety ("psychological or psychiatric problems condition: anxiety"), migraine ("psychological or psychiatric problems condition: migraines") and headache ("psychological or psychiatric problems condition: headaches"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain/ weight loss (specify which one)-weight gain"). On (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti + vaginal"). On (B)(6) 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), infection ("infections"), menstrual disorder ("menstrual issues") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: uti + vaginal"). The patient was treated with surgery (robotic hysterectomy(full)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, headache and dyspareunia had resolved and the hypersensitivity, infection, menstrual disorder, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, post-traumatic stress disorder, anxiety, migraine, dysmenorrhoea, vaginal discharge, weight increased and alopecia outcome was unknown. The reporter considered alopecia, anxiety, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, post-traumatic stress disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2014: robotic ports, 2 on the right, 1 on the left and an assistaport were placed and we used unipolar and bipolar electro surgery to perform the hysterectomy. The left side had 2 coils left in the uterine cavity, right side had 7 coils left in the uterine cavity. The procedure was tolerated well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded . On (B)(6) 2012: measurements: a simple cyst measuring 1.2x1.1x1.1 cm was seen in the maternal right ovary, most likely representing a corpus luteum cyst. On (B)(6) 2013: pelvic sonography: -uterus homogeneous wlo focal mass lesions 84 x 42 x 56mm -small subcentimeter linear echogenlc focus in right uterine fundus in myometrium or in endometrial canal/ intramural aspect of right fallopian tube essure -no free pelvic fluid -right ovary slightly enlarged 44 x 28 x 25mm -exophytic paraovarlan simple avascular right ovarian cystic lesion 28 x 23 x 21 mm -let ovary unremarkable 27 x 26 x 24mm -no torsion 2. Ovarian cyst 3. Irregular menses. On (B)(6) 2013: diagnostic history : catheter for hysterography mass lesions 84 x 42 x 56mm -small subcentimeter linear echogenic focus in right uterine lundus in myometrium or in endometrial canal/ intramural aspect of right fallopian tube [essure] -free pelvic fluid -right ovary slightly enlarged 44 x 28 x 25mm -exophytic paraovarian simple avascular right ovarian cystic lesion 28 x 23 x 21mm -let ovary unremarkable 27 x 26 x 24mm -no torsion. On (B)(6) 2014: the specimen is received in one part, in formalin, labeled with the patient's name and "uterus and cervix". The specimen consists of a 110 gram, unopened, uterus and cervix, 9.1 x 6.5 x 4.7 cm in greatest dimension. The serosa is a tan-gray and congested, relatively smooth and glistening. The cervix is covered by a purple - pink, smooth, congested mucosa. The external os is patent and is slit-like, 1.1 cm in diameter. The endocervical canal is tan-pink and congested. There are a few mucinous material filled cysts; the largest 0.4 cm. The endometrial cavity is symmetrical lined by tan-pink focally hemorrhagic mucosa, 0.1 cm in thickness. The myometrium is tan-pink, glistening, and averages 1.9 anteriorly, and is 2.1 cm posteriorly. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal haemorrhage, menorrhagia, post traumatic system disorder, anxiety, migraine, headache, dysmenorrhea, genital haemorrhage. Lot number: 958710 manufacture date: 2012/03 expiration date: 2015/03 . Lot number: 959215 manufacture date: 2012/03 expiration date: 2015/03 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pelvic area pain/ pain') in a 29-year-old female patient who had essure (batch no. 958710, 959215) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallstones (gall bladder removed), supraventricular tachycardia (heart surgery), ovarian cyst (she had cyst either of her ovary right ovarian cyst), ovarian cystectomy, bronchitis asthmatic, abortion, vaginal itching, yeast infection, abdominal pain, back pain, chest pain, cramp in lower abdomen, vomiting (x3), vaginal bleeding, uterine bleeding, amenorrhea, pelvic pain, dyspareunia, irregular menstruation (hysteroscopy, removal of iud, frequency increased, the flow is heavy.), drug abuse in remission, depression, anxiety, supraventricular tachycardia, premature rupture of membranes and grand multiparity (the patient is a para 3-0-3-4). (B)(6) 2009: hcg in ER negative. On (B)(6) 2013: hcg, which was negative. On (B)(6) 2013: the patient has a history of anxiety, palpitation and back pain, underwent electrophysiology study, which revealed no evidence of dual av node physiology, no evidence of accessory pathway, and no inducible arrhythmia. Lightheadedness associated with the episodes. Previously administered products included for prevent pregnancy: mirena. Concurrent conditions included cardiac ablation since 2012, obesity, allergic reaction to analgesics, fatigue, weight loss, dyspnea, heartbeats irregular, dizziness, myalgia, scoliosis, dysmenorrhea (on (B)(6) 2013: mild dysmenorrhea), menarche, menorrhagia, lightheadedness, prolactin high, premenopausal symptoms, heavy periods (on her heaviest days, changes pads every 30-45 minutes. Reports that she has periods -3 times monthly. Periods have been like this since birth of her daughter in (B)(6) 2012.), menometrorrhagia, bipolar disorder, breast lump, benign polyp of uterus, obsessive-compulsive disorder, cervix inflammation, nabothian cyst, arrhythmia, palpitations, mental disorder, tenderness, heart murmur, depression, chickenpox, arthritis, abdominal pain lower, ache, adhesive tape allergy, allergic reaction to bee sting (honey bee);), latex allergy, spider bite allergic reaction, allergic reaction to analgesics, allergic reaction to antibiotics and vegetable allergy. Concomitant products included ibuprofen from july 2012 to march 2014 and paracetamol (tylenol regular) from july 2012 to march 2014 for dysmenorrhea as well as alprazolam (xanax), atomoxetine, desvenlafaxine, diclofenac potassium (diclofen), flopropione (doctoron), fluticasone, gabapentin (neurontin), medroxyprogesterone acetate (depo-provera), risperidone (risperdal) and topiramate. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"), 2 months 27 days after insertion of essure. On (B)(6) 2013, the patient experienced post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"), anxiety ("psychological or psychiatric problems condition: anxiety"), migraine ("psychological or psychiatric problems condition: migraines"), headache ("psychological or psychiatric problems condition: headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and depression ("psychological or psychiatric problems condition: depression") and was found to have weight increased ("weight gain/ weight loss (specify which one)-weight gain"). On (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti + vaginal"). On (B)(6) 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic reaction/ rash/ skin ocondition"), infection ("infections"), menstrual disorder ("menstrual issues"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: uti + vaginal"), abdominal pain ("abdominal pain"), post procedural complication ("post removal complication") and dermatitis allergic ("allergy-rash/skin condition"). The patient was treated with surgery (robotic hysterectomy(full)+uterus+cervix). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, vaginal haemorrhage, menorrhagia, headache, dyspareunia, abdominal pain and dermatitis allergic had resolved and the infection, menstrual disorder, urinary tract infection, vaginal infection, post-traumatic stress disorder, anxiety, migraine, dysmenorrhoea, vaginal discharge, weight increased, alopecia, depression and post procedural complication outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, post procedural complication, post-traumatic stress disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2014: robotic ports, 2 on the right, 1 on the left and an assistaport were placed and we used unipolar and bipolar electro surgery to perform the hysterectomy. The left side had 2 coils left in the uterine cavity, right side had 7 coils left in the uterine cavity. The procedure was tolerated well. On (B)(6) 2012: measurements: a simple cyst measuring 1.2x1.1x1.1 cm was seen in the maternal right ovary, most likely representing a corpus luteum cyst. On (B)(6) 2013: diagnostic history : catheter for hysterography mass lesions 84 x 42 x 56mm -small subcentimeter linear echogenic focus in right uterine lundus in myometrium or in endometrial canal/ intramural aspect of right fallopian tube [essure] -free pelvic fluid -right ovary slightly enlarged 44 x 28 x 25mm -exophytic paraovarian simple avascular right ovarian cystic lesion 28 x 23 x 21mm -let ovary unremarkable 27 x 26 x 24mm -no torsion. Uterus homogeneous who focal mass lesions 84 x 42 x 56mm -small subcentimeter linear echogenlc focus in right uterine fundus in myometrium or in endometrial canal/ intramural aspect of right fallopian tube essure -no free pelvic fluid -right ovary slightly enlarged 44 x 28 x 25mm -exophytic paraovarlan simple avascular right ovarian cystic lesion 28 x 23 x 21 mm -let ovary unremarkable 27 x 26 x 24mm -no torsion 2. Ovarian cyst 3. Irregular menses. On (B)(6) 2014: the specimen is received in one part, in formalin, labeled with the patient's name and "uterus and cervix". The specimen consists of a 110 gram, unopened, uterus and cervix, 9.1 x 6.5 x 4.7 cm in greatest dimension. The serosa is a tan-gray and congested, relatively smooth and glistening. The cervix is covered by a purple - pink, smooth, congested mucosa. The external os is patent and is slit-like, 1.1 cm in diameter. The endocervical canal is tan-pink and congested. There are a few mucinous material filled cysts; the largest 0.4 cm. The endometrial c. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal haemorrhage, menorrhagia, post traumatic system disorder, anxiety, migraine, headache, dysmenorrhea, genital haemorrhage. Lot number: 958710. Manufacture date: 2012/03. Expiration date: 2015/03 . Lot number: 959215. Manufacture date: 2012/03. Expiration date: 2015/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New events: abdominal pain, post procedural complication added. Outcome for pain, bleeding and allergy added. New reporters added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pelvic area pain/ pain') in a 29-year-old female patient who had essure (batch no. 958710, 959215) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallstones (gall bladder removed), supraventricular tachycardia (heart surgery), ovarian cyst (she had cyst either of her ovary right ovarian cyst), ovarian cystectomy, bronchitis asthmatic, abortion, vaginal itching, yeast infection, abdominal pain, back pain, chest pain, cramp in lower abdomen, vomiting (x3), vaginal bleeding, uterine bleeding, amenorrhea, pelvic pain, dyspareunia, irregular menstruation (hysteroscopy, removal of iud, frequency increased, the flow is heavy.), drug abuse in remission, depression, anxiety, supraventricular tachycardia, premature rupture of membranes and grand multiparity (the patient is a para 3-0-3-4). (B)(6) 2009: hcg in ER negative. On (B)(6) 2013: hcg, which was negative on (B)(6) 2013: the patient has a history of anxiety, palpitation and back pain, underwent electrophysiology study, which revealed no evidence of dual av node physiology, no evidence of accessory pathway, and no inducible arrhythmia. Lightheadedness associated with the episodes. Previously administered products included for prevent pregnancy: mirena. Concurrent conditions included cardiac ablation since 2012, obesity, allergic reaction to analgesics, fatigue, weight loss, dyspnea, heartbeats irregular, dizziness, myalgia, scoliosis, dysmenorrhea (on (B)(6) 2013: mild dysmenorrhea), menarche, menorrhagia, lightheadedness, prolactin high, premenopausal symptoms, heavy periods (on her heaviest days, changes pads every 30-45 minutes. Reports that she has periods -3 times monthly. Periods have been like this since birth of her daughter in (B)(6) 2012.), menometrorrhagia, bipolar disorder, breast lump, benign polyp of uterus, obsessive-compulsive disorder, cervix inflammation, nabothian cyst, arrhythmia, palpitations, mental disorder, tenderness, heart murmur, depression, chickenpox, arthritis, abdominal pain lower, ache, adhesive tape allergy, allergic reaction to bee sting (honey bee);), latex allergy, spider bite allergic reaction, allergic reaction to analgesics, allergic reaction to antibiotics and vegetable allergy. Concomitant products included ibuprofen from (B)(6) 2012 to (B)(6) 2014 and paracetamol (tylenol regular) from (B)(6) 2012 to (B)(6) 2014 for dysmenorrhea as well as alprazolam (xanax), atomoxetine, desvenlafaxine, diclofenac potassium (diclofen), flopropione (doctoron), fluticasone, gabapentin (neurontin), medroxyprogesterone acetate (depo-provera), risperidone (risperdal) and topiramate. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"), 2 months 27 days after insertion of essure. On (B)(6) 2013, the patient experienced post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"), anxiety ("psychological or psychiatric problems condition: anxiety"), migraine ("psychological or psychiatric problems condition: migraines"), headache ("psychological or psychiatric problems condition: headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and depression ("psychological or psychiatric problems condition: depression") and was found to have weight increased ("weight gain/ weight loss (specify which one)-weight gain"). On (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti + vaginal"). On (B)(6) 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic reaction/ rash/ skin condition"), infection ("infections"), menstrual disorder ("menstrual issues"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: uti + vaginal"), abdominal pain ("abdominal pain"), post procedural complication ("post removal complication") and dermatitis allergic ("allergy-rash/skin condition"). The patient was treated with surgery (robotic hysterectomy(full)+uterus+cervix). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, vaginal haemorrhage, menorrhagia, headache, dyspareunia, abdominal pain and dermatitis allergic had resolved and the infection, menstrual disorder, urinary tract infection, vaginal infection, post-traumatic stress disorder, anxiety, migraine, dysmenorrhoea, vaginal discharge, weight increased, alopecia, depression and post procedural complication outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, post procedural complication, post-traumatic stress disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2014: robotic ports, 2 on the right, 1 on the left and an assistaport were placed and we used unipolar and bipolar electro surgery to perform the hysterectomy the left side had 2 coils left in the uterine cavity, right side had 7 coils left in the uterine cavity. The procedure was tolerated well. On (B)(6) 2012: measurements: a simple cyst measuring 1.2x1.1x1.1 cm was seen in the maternal right ovary, most likely representing a corpus luteum cyst. On (B)(6) 2013: diagnostic history : catheter for hysterography mass lesions 84 x 42 x 56mm -small subcentimeter linear echogenic focus in right uterine lundus in myometrium or in endometrial canal/ intramural aspect of right fallopian tube [essure] -free pelvic fluid -right ovary slightly enlarged 44 x 28 x 25mm -exophytic paraovarian simple avascular right ovarian cystic lesion 28 x 23 x 21mm -let ovary unremarkable 27 x 26 x 24mm -no torsion. Uterus homogeneous who focal mass lesions 84 x 42 x 56mm -small subcentimeter linear echogenlc focus in right uterine fundus in myometrium or in endometrial canal/ intramural aspect of right fallopian tube essure -no free pelvic fluid -right ovary slightly enlarged 44 x 28 x 25mm -exophytic paraovarlan simple avascular right ovarian cystic lesion 28 x 23 x 21 mm -let ovary unremarkable 27 x 26 x 24mm -no torsion 2. Ovarian cyst 3. Irregular menses. On 25-mar-2014: the specimen is received in one part, in formalin, labeled with the patient's name and "uterus and cervix". The specimen consists of a 110 gram, unopened, uterus and cervix, 9.1 x 6.5 x 4.7 cm in greatest dimension. The serosa is a tan-gray and congested, relatively smooth and glistening. The cervix is covered by a purple - pink, smooth, congested mucosa. The external os is patent and is slit-like, 1.1 cm in diameter. The endocervical canal is tan-pink and congested. There are a few mucinous material filled cysts; the largest 0.4 cm. The endometrial c diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal haemorrhage, menorrhagia, post traumatic system disorder, anxiety, migraine, headache, dysmenorrhea, genital haemorrhage. Lot number: 958710 manufacturing date: 2012-03 expiration date: 2015-03. Lot number: 959215 manufacturing date: 2012-03 expiration date: 2015-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pelvic area pain/ pain') in a 29-year-old female patient who had essure (batch no. 958710,959215) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallstones (gall bladder removed), supraventricular tachycardia (heart surgery), ovarian cyst (she had cyst either of her ovary right ovarian cyst), ovarian cystectomy, bronchitis asthmatic, abortion, vaginal itching, yeast infection, abdominal pain, back pain, chest pain, cramp in lower abdomen, vomiting (x3), vaginal bleeding, uterine bleeding, amenorrhea, pelvic pain, dyspareunia, irregular menstruation (hysteroscopy, removal of iud, frequency increased, the flow is heavy.), drug abuse in remission, depression, anxiety, supraventricular tachycardia, premature rupture of membranes and grand multiparity (the patient is a para 3-0-3-4). (B)(6) 2009: hcg in ER negative. On (B)(6) 2013: hcg, which was negative on (B)(6) 2013: the patient has a history of anxiety, palpitation and back pain, underwent electrophysiology study, which revealed no evidence of dual av node physiology, no evidence of accessory pathway, and no inducible arrhythmia. Lightheadedness associated with the episodes. Previously administered products included for prevent pregnancy: mirena. Concurrent conditions included cardiac ablation since 2012, obesity, allergic reaction to analgesics, fatigue, weight loss, dyspnea, heartbeats irregular, dizziness, myalgia, scoliosis, dysmenorrhea (on (B)(6) 2013: mild dysmenorrhea), menarche, menorrhagia, lightheadedness, prolactin high, premenopausal symptoms, heavy periods (on her heaviest days, changes pads every 30-45 minutes. Reports that she has periods -3 times monthly. Periods have been like this since birth of her daughter in (B)(6) 2012.), menometrorrhagia, bipolar disorder, breast lump, benign polyp of uterus, obsessive-compulsive disorder, cervix inflammation, nabothian cyst, arrhythmia, palpitations, mental disorder, tenderness, heart murmur, depression, chickenpox, arthritis, abdominal pain lower, ache, adhesive tape allergy, allergic reaction to bee sting (honey bee);), latex allergy, spider bite allergic reaction, allergic reaction to analgesics, allergic reaction to antibiotics and vegetable allergy. Concomitant products included ibuprofen from (B)(6) 2012 to (B)(6) 2014 and paracetamol (tylenol regular) from (B)(6) 2012 to (B)(6) 2014 for dysmenorrhea as well as alprazolam (xanax), atomoxetine, desvenlafaxine, diclofenac potassium (diclofen), flopropione (doctoron), fluticasone, gabapentin (neurontin), medroxyprogesterone acetate (depo-provera), risperidone (risperdal) and topiramate. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"), 2 months 27 days after insertion of essure. On (B)(6) 2013, the patient experienced post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"), anxiety ("psychological or psychiatric problems condition: anxiety"), migraine ("psychological or psychiatric problems condition: migraines"), headache ("psychological or psychiatric problems condition: headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and depression ("psychological or psychiatric problems condition: depression") and was found to have weight increased ("weight gain/ weight loss (specify which one)-weight gain"). On (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti + vaginal"). On (B)(6) 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic reaction/ rash/ skin ocondition"), infection ("infections"), menstrual disorder ("menstrual issues"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: uti + vaginal"), abdominal pain ("abdominal pain"), post procedural complication ("post removal complication") and dermatitis allergic ("allergy-rash/skin condition"). The patient was treated with surgery (robotic hysterectomy(full)+uterus+cervix). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, headache, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain and dermatitis allergic had resolved and the infection, menstrual disorder, post-traumatic stress disorder, anxiety, migraine, weight increased, alopecia, depression and post procedural complication outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, post procedural complication, post-traumatic stress disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2014: robotic ports, 2 on the right, 1 on the left and an assistaport were placed and we used unipolar and bipolar electro surgery to perform the hysterectomy. Patient received treatment for pain and bleeding. The left side had 2 coils left in the uterine cavity, right side had 7 coils left in the uterine cavity. The procedure was tolerated well. On (B)(6) 2012: measurements: a simple cyst measuring 1.2x1.1x1.1 cm was seen in the maternal right ovary, most likely representing a corpus luteum cyst. On (B)(6) 2013: diagnostic history : catheter for hysterography mass lesions 84 x 42 x 56mm -small subcentimeter linear echogenic focus in right uterine lundus in myometrium or in endometrial canal/ intramural aspect of right fallopian tube [essure] -free pelvic fluid -right ovary slightly enlarged 44 x 28 x 25mm -exophytic paraovarian simple avascular right ovarian cystic lesion 28 x 23 x 21mm -let ovary unremarkable 27 x 26 x 24mm -no torsion. Uterus homogeneous who focal mass lesions 84 x 42 x 56mm -small subcentimeter linear echogenlc focus in right uterine fundus in myometrium or in endometrial canal/ intramural aspect of right fallopian tube essure -no free pelvic fluid -right ovary slightly enlarged 44 x 28 x 25mm -exophytic paraovarlan simple avascular right ovarian cystic lesion 28 x 23 x 21 mm -let ovary unremarkable 27 x 26 x 24mm -no torsion 2. Ovarian cyst 3. Irregular menses. On (B)(6) 2014: the specimen is received in one part, in formalin, labeled with the patient's name and "uterus and cervix". The specimen consists of a 110 gram, unopened, uterus and cervix, 9.1 x 6.5 x 4.7 cm in greatest dimension. The serosa is a tan-gray and congested, relatively smooth and glistening. The cervix is covered by a purple - pink, smooth, congested mucosa. The external os is patent and is slit-like, 1.1 cm in diameter. The endocervical canal is tan-pink and congested. There are a few mucinous material filled cysts; the largest 0.4 cm. The endometrial c. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal haemorrhage, menorrhagia, post traumatic system disorder, anxiety, migraine, headache, dysmenorrhea, genital haemorrhage. Lot number: 958710 manufacturing date: 2012-03 expiration date: 2015-03. Lot number: 959215 manufacturing date: 2012-03 expiration date: 2015-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pelvic area pain/ pain') in a 29-year-old female patient who had essure (batch no. 958710,959215) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallstones (gall bladder removed), supraventricular tachycardia (heart surgery), ovarian cyst (she had cyst either of her ovary right ovarian cyst), ovarian cystectomy, bronchitis asthmatic, abortion, vaginal itching, yeast infection, abdominal pain, back pain, chest pain, cramp in lower abdomen, vomiting (x3), vaginal bleeding, uterine bleeding, amenorrhea, pelvic pain, dyspareunia, irregular menstruation (hysteroscopy, removal of iud, frequency increased, the flow is heavy.), drug abuse in remission, depression, anxiety, supraventricular tachycardia, premature rupture of membranes and grand multiparity (the patient is a para 3-0-3-4). (B)(6) 2009: hcg in ER negative. On (B)(6) 2013: hcg, which was negative on (B)(6) 2013: the patient has a history of anxiety, palpitation and back pain, underwent electrophysiology study, which revealed no evidence of dual av node physiology, no evidence of accessory pathway, and no inducible arrhythmia. Lightheadedness associated with the episodes. Previously administered products included for prevent pregnancy: mirena. Concurrent conditions included cardiac ablation since 2012, obesity, allergic reaction to analgesics, fatigue, weight loss, dyspnea, heartbeats irregular, dizziness, myalgia, scoliosis, dysmenorrhea (on (B)(6) 2013: mild dysmenorrhea), menarche, menorrhagia, lightheadedness, prolactin high, premenopausal symptoms, heavy periods (on her heaviest days, changes pads every 30-45 minutes. Reports that she has periods -3 times monthly. Periods have been like this since birth of her daughter in (B)(6) 2012.), menometrorrhagia, bipolar disorder, breast lump, benign polyp of uterus, obsessive-compulsive disorder, cervix inflammation, nabothian cyst, arrhythmia, palpitations, mental disorder, tenderness, heart murmur, depression, chickenpox, arthritis, abdominal pain lower, ache, adhesive tape allergy, allergic reaction to bee sting (honey bee);), latex allergy, spider bite allergic reaction, allergic reaction to analgesics, allergic reaction to antibiotics and vegetable allergy. Concomitant products included ibuprofen from (B)(6) 2012 to (B)(6) 2014 and paracetamol (tylenol regular) from (B)(6) 2012 to (B)(6) 2014 for dysmenorrhea as well as alprazolam (xanax), atomoxetine, desvenlafaxine, diclofenac potassium (diclofen), flopropione (doctoron), fluticasone, gabapentin (neurontin), medroxyprogesterone acetate (depo-provera), risperidone (risperdal) and topiramate. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"), 2 months 27 days after insertion of essure. On (B)(6) 2013, the patient experienced post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"), anxiety ("psychological or psychiatric problems condition: anxiety"), migraine ("psychological or psychiatric problems condition: migraines"), headache ("psychological or psychiatric problems condition: headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and depression ("psychological or psychiatric problems condition: depression") and was found to have weight increased ("weight gain/ weight loss (specify which one)-weight gain"). On (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti + vaginal"). On (B)(6) 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic reaction/ rash/ skin ocondition"), infection ("infections"), menstrual disorder ("menstrual issues"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: uti + vaginal"), abdominal pain ("abdominal pain"), post procedural complication ("post removal complication") and dermatitis allergic ("allergy-rash/skin condition"). The patient was treated with surgery (robotic hysterectomy(full)+uterus+cervix). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, headache, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain and dermatitis allergic had resolved and the infection, menstrual disorder, post-traumatic stress disorder, anxiety, migraine, weight increased, alopecia, depression and post procedural complication outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, post procedural complication, post-traumatic stress disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2014: robotic ports, 2 on the right, 1 on the left and an assistaport were placed and we used unipolar and bipolar electro surgery to perform the hysterectomy patient received treatment for pain and bleeding. The left side had 2 coils left in the uterine cavity, right side had 7 coils left in the uterine cavity. The procedure was tolerated well. On (B)(6) 2012: measurements: a simple cyst measuring 1.2x1.1x1.1 cm was seen in the maternal right ovary, most likely representing a corpus luteum cyst. On (B)(6) 2013: diagnostic history : catheter for hysterography mass lesions 84 x 42 x 56mm -small subcentimeter linear echogenic focus in right uterine lundus in myometrium or in endometrial canal/ intramural aspect of right fallopian tube [essure] -free pelvic fluid -right ovary slightly enlarged 44 x 28 x 25mm -exophytic paraovarian simple avascular right ovarian cystic lesion 28 x 23 x 21mm -let ovary unremarkable 27 x 26 x 24mm -no torsion. Uterus homogeneous who focal mass lesions 84 x 42 x 56mm -small subcentimeter linear echogenlc focus in right uterine fundus in myometrium or in endometrial canal/ intramural aspect of right fallopian tube essure -no free pelvic fluid -right ovary slightly enlarged 44 x 28 x 25mm -exophytic paraovarlan simple avascular right ovarian cystic lesion 28 x 23 x 21 mm -let ovary unremarkable 27 x 26 x 24mm -no torsion 2. Ovarian cyst 3. Irregular menses. On (B)(6) 2014: the specimen is received in one part, in formalin, labeled with the patient's name and "uterus and cervix". The specimen consists of a 110 gram, unopened, uterus and cervix, 9.1 x 6.5 x 4.7 cm in greatest dimension. The serosa is a tan-gray and congested, relatively smooth and glistening. The cervix is covered by a purple - pink, smooth, congested mucosa. The external os is patent and is slit-like, 1.1 cm in diameter. The endocervical canal is tan-pink and congested. There are a few mucinous material filled cysts; the largest 0.4 cm. The endometrial c diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal haemorrhage, menorrhagia, post traumatic system disorder, anxiety, migraine, headache, dysmenorrhea, genital haemorrhage. Lot number: 958710, manufacturing date: 2012-03, expiration date: 2015-03. Lot number: 959215, manufacturing date: 2012-03, expiration date: 2015-03 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of events pertaining to pain, infection (bladder/ urinary tract/vaginal) type: uti + vaginal and vaginal discharge was updated to recovered/resolved. Reporter causality comment was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.